Manufacturer narrative:
A lumenis service engineer visited the site two (2) days after the reported event and examined the device. Upon arrival, found f6 on simmer board and f5 on hvps motherboard blown. Replaced both fuses and tested system. At start-up, f6 blew again. Replaced f6 again, switched white wires for brick 1 & 2, retested system. F6 and f5 blew again. The engineer ordered replacement parts and will return to replace parts and complete inspection of laser performance. The engineer returned, replaced simmer board and after performing operational and safety tests, the system was determined to have met lumenis specifications. The system was returned to the facility safe and ready for use. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 22-mar-2012 and installed at the customers site on 21-jun-2012 . A review of system risk files found the risk of system failure (1007143_b - risk # 2.13) which has the potential to lead to ineffective treatment which may require prolonged operation or re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. A review of historical product complaints from the past two years shows that the same malfunction of simmer board failures has not led to serious injury. According to the gso expert based on the age of the system, wear could have likely played a role in the failure. Therefore, no additional corrective or preventive action is determined necessary. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a procedure in which a lumenis versapulse powersuite 100w laser was being utilized, the system displayed a message "all laser malfunction" and the laser remained inoperable. Unable to continue with the device, the facility brought in an alternate laser to complete the procedure. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.